Event description:
The trilogy 202 ventilator was returned to the third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the third-party service center an error code in relation to (low flow) was recorded in the device event log and the blender gasket leak occurred. In conclusion the system board and oxygen blender gasket kits were replaced to address the issues. The root cause is confirmed at this time. Additionally, during the service of the device, the pollen filter was replaced due to contamination, internal battery pack was replaced due to age, front enclosure overlay was replaced, and the whisper cap was missing and replaced. The service center completed full factory calibration and testing.